Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via email that the following arthrex parts (qty. 2) of an ar-9502-42arca univers revers ca humeral head adapter 42, ar-9502-39arca univers revers ca humeral head adapter 39, ar-9556-22rca univers revers ca humeral head 56/22, ar-9502f-42cpc arthrex univers revers suture cup, 42, ar-9502f-39cpc arthrex univers revers suture cup, 39 (neutral), ar-9501-10p arthrex univers revers humeral stem, size 10 were unsuccessful in seating the 42 adapter into the 42 cup. A 39 adapter and a 39 cup were also attempted but unsuccessful in properly seating. Nothing broke inside the patient. The procedure was aborted. This was discovered during a revision reverse shoulder procedure on (B)(6) 2025. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information was received on 02/26/2025: another surgery has been rescheduled due to the case being fully aborted. No piece of the implants or driver mechanisms broke. It is unknown if there was a case delay during this procedure or if added anesthesia was administered to the patient. No adverse effects or significant damage on or after the surgery were reported. This occurred in a revision rtsa to reverse ca head and adapter procedure on (B)(6) 2025. Additional information was received on 03/11/2025: the initial revision case was for a tsa to rtsa. There was no information on the onset of the patient's issue/symptoms. All opened and extracted parts were stated in the initial complaint and returned.

Event description:
Additional information was received on 03/11/2025: the initial revision case was for a tsa to rtsa. There was no information on the onset of the patient's issue/symptoms. All opened and extracted parts were stated in the initial complaint and returned.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. It was concluded that there is no allegation against the ar-9556-22rca, serial/batch number (B)(6). One unpackaged ar-9556-22rca, serial/batch number (B)(6), was received for investigation. Visual inspection revealed scratches on the polished surface. No major issues were noted. Functional testing was performed by inserting the returned ar-9502-42arca and ar-9502-39arca. No problem was found. It was concluded that there is no allegation against the ar-9556-22rca, serial/batch number (B)(6). Not related to the allegation problem found.